Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while attempting to deflate the foley balloon with patient sitting on the toilet it did not pull back. The patient was moved by (swiveling hips, standing up) and the foley was manipulated by (pushing it into the bladder to see if it was sitting at the outlet and obstructing in anyway). A little air was pushed into the balloon with a new syringe to see if a seal needed to be broken. This did not work. The patient was placed back on the bed to see if her laying down would help. An attempt was made to deflate the balloon while standing on the patient's left side but still did not deflate. When the resource (who was standing on the right side) tried it worked. It was noted that deflation was only successful when done on the left side of the bed.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the sample noted one two-way foley catheter was received with a meter bag. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution within 1 minute, 14 seconds. This met the specification "balloon must inflate and deflate with use of syringe". Active length of the catheter balloon was measured (0.6135") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 16 fr. It was noted that the inability to deflate may have possibly been user error due to them pulling on the syringe and adding air into the balloon, but due to the information given, there is not enough information to consider the failure use-related. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve are mat be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while attempting to deflate the foley balloon with patient sitting on the toilet it did not pull back. The patient was moved by (swiveling hips, standing up) and the foley was manipulated by (pushing it into the bladder to see if it was sitting at the outlet and obstructing in anyway). A little air was pushed into the balloon with a new syringe to see if a seal needed to be broken. This did not work. The patient was placed back on the bed to see if her laying down would help. An attempt was made to deflate the balloon while standing on the patient's left side but still did not deflate. When the resource (who was standing on the right side) tried it worked. It was noted that deflation was only successful when done on the left side of the bed.